Manufacturer narrative:
Findings: pump received with broken reservoir tube lip and missing reservoir tube lip o-ring noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had cosmetic damage. Customer's blood glucose was unknown mg/dl. The customer stated that the reservoir compartment is crumbling and the o-ring is missing. The customer doesn't know how it occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.